Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  right atrial (ra) lead exhibited undersensing. It was noted there were no pacing spikes on the electrocardiogram. The ra lead remains in use. No patient complications have been reported as a result of this event.